Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reports rupture of the right implant confirmed by usg. Device has been explanted.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: underweight, broken shell and red particles in the shell. A visual and microscopic analysis was performed which identified: sharp broken on radius and missing shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on radius assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Physician reports rupture of the right implant confirmed by usg. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, g1, h6.

Event description:
Physician reports rupture of the right implant confirmed by usg. Device has been explanted.